Event description:
It was reported that the catheter could not reach temperature greater than 40 degrees celsius. Another catheter was used to complete the procedure. It was reported that the procedure was extended 1 hour. There were no pt consequences reported.